Manufacturer narrative:
It was reported the fabric foundation of the unit was burned by an internal component. Our investigation revealed that a terminal had broken near a thermostat, briefly allowing a spark to contact the fabric foundation. We also observed damage to several other internal components which showed signs of being folded during use as well as being bunched or wadded and compressed numerous times, all of which is contrary to our warnings and instructions and indicates misuse on the part of the customer. We concluded that a component had malfunctioned, and that the cause of this malfunction was misuse on the part of the consumer.

Event description:
It was reported the fabric foundation of the unit was burned by an internal component.